Event description:
On 19th july 2023, rayner received notification from its affiliate company of an event that occurred during implantation of a rayone emv rao200e. The event description provided states that the capsular bag ruptured during iol implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation the capsular bag ruptured. The UK national ophthalmology database audit report for 2022 states that for all surgeons 0.91% of operations were affected by posterior capsule rupture (pcr) and that this is slightly below the currently consultant only rate of 1.1%. Our lifetime rate of posterior capsule rupture for our rayone platform and specific lens types are well below the rates published in the nod audit report. The rayone preloaded injector risk analysis identified advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. Our review of production records for the rayone emv rao200e batch 042189799 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 042189799.

Event description:
On 19th july 2023, rayner received notification from its affiliate company of an event that occurred during implantation of a rayone emv rao200e. The event description provided states that the capsular bag ruptured during iol implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that during iol implantation the capsular bag ruptured. The UK national ophthalmology database audit report for 2022 states that for all surgeons (B)(4) of operations were affected by posterior capsule rupture (pcr) and that this is slightly below the currently consultant only rate of (B)(4) . Our lifetime rate of posterior capsule rupture for our rayone platform and specific lens types are well below the rates published in the nod audit report. The rayone preloaded injector risk analysis identified advancing the plunger too quickly and forcing a jammed plunger during iol insertion as possible causes of capsule rupture. Our review of production records for the rayone emv rao200e batch 042189799 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 042189799. Product inspection and testing was completed on 8th september 2023. Preliminary inspection of the returned injector showed that movable flaps were closed, and the plunger was retracted. Following injector disassembly, its part was inspected under 10x magnification. Cosmetic inspection of injector parts did identify damage to the plunger tip which was broken in two pieces. There was no evidence of viscoelastic use observed. The iol was returned jammed in nozzle. I removed the lens and observed the trailing haptic to be broken. To facilitate testing of the device, the injector was reassembled with a new plunger and a sample of rao600c, +34.0 d from rayner's stock was loaded and injected as per the IFU. Ophteisbio 3.0% was used in the preparation stage of the test. Injection was successful, with no damage to the lens or to the injector post injection. Additionally, a methylene blue dye test was performed on the injector nozzle. This test did not identify any irregularity in the nozzle coating. Product testing did not replicate the reported event. The returned injector performed as intended, and test injection of the sample lens was successful,. No device fault was found on investigation.